Event description:
Information received by medtronic indicated that the insulin pump was overheated. No harm requiring medical intervention was reported. The insulin pump has been returned for analysis.

Manufacturer narrative:
(B)(4). Initial visual inspection reveals a corroded battery tube (battery leakage). The pump passed the self test, active current measurement, and displacement test however, the pump was received with a high sleep current measurement the pump was monitored for two (2) days and no unexpected heating up or hot to the touch noted. The pump was cut open to perform a visual inspection. Battery corrosion was found on the bottom of the battery tube and vibrate harness assembly. Further inspection reveals sticky moisture damage on pcba 1 at the j6 and j7 connector location. No heat damage noted on the electronics. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the history files reveals the pump alerted low battery less than a week starting on (B)(6) 2022 and ending with three (3) on (B)(6) 2022. Device heating up is not confirmed due to heating up during testing. High sleep current and low battery less than one (1) week is due to corrosion and moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Device heating up is not confirmed due to heating up during testing. High sleep current and low battery less than one (1) week is due to corrosion and moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.